Event description:
It was reported that the pump battery was charged and a few minutes after removing usb charging cable, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source and battery was fully charged. Customer resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.